Manufacturer narrative:
Ge healthcareâs investigation into the reported occurrence is ongoing. A follow-up report will be submitted when the investigation has been completed. D4 â no UDI available as device was manufactured prior to UDI compliance date. Legal manufacturer: surgery slc - 384 n wright brothers dr USA salt lake city, ut 84116.

Event description:
Customer reported that while moving the flex arm's monitors the mount came unattached from the arm while over the patient. The device did not come in contact with the patient or user.

Manufacturer narrative:
Ge healthcare has completed a thorough root cause investigation related to this event. The investigation concluded that the product was moved from one site to another by an unknown third party. It was discovered that a critical cotter pin, which secures the monitor arm, was missing. The absence of this cotter pin could potentially compromise the stability and safety of the monitor arm. It is important to note that there are no ge healthcare service records, dating back to 2016, indicating that the cotter pin or any related components were serviced or replaced. This suggests that the missing cotter pin was not a result of any recent maintenance or service activity performed by ge healthcare.